Event description:
A user facility reported a saline bag back filled during recirculation mode. The device was having continuous filling programs. A patient was not connected to the machine at the time of the incident. A fresenius technician was not able to reproduce the problem. He replaced the "o" ring on the bicarb connector, back pressure regulator, and had to replace the air separator after it would not go back together following his inspection. The device was returned to service.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.